Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump developed an internal crack under the screen and became unresponsive/frozen, after which a replacement ilet and charging cable were arranged and the user was instructed on shutdown, data sync, cgm continuation with dexcom g7, and return procedures. Symptoms included hyperglycemia, with a highest blood glucose of 267 mg/dl, persisting out of range for approximately four hours without successful correction, and no device alerts. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of user reports, images submitted to the case, and troubleshooting and education performed by support. Investigation of this case revealed a suspected screen/display hardware failure resulting in device freeze and lack of alerts, consistent with a device component malfunction of the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display component.